Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Following the change in sutures "plus" for 1 months, problems of needles loosening or threads breaking. There has been no patient feedback yet, however it happens very frequently. Still today the same thing on the same patient we had to use 2 threads because needles that break and twist, they really do not look solid. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. We would like to seek clarification regarding the recent reports of needle loosening and thread breaking within a one-month period. It has been indicated that these issues were previously reported under complaints (B)(4). However, this new complaint involves different incidents with products from different lot numbers, specifically reporting two needles that break and twist. Could you please clarify how all these complaints are related? Did the event involving needles breaking and twisting occur during one or multiple patient procedures? Additionally, is the issue of needles breaking and twisting recurrent? If so, please specify the exact number of products involved. Please indicate the number of procedures that experienced this new issue with the same product and lot number. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? The photos provided show many product packages; did all the products depicted in the images present any issues? There are also photos of unopened products; do these products have any problems? If so, please specify the issues presented by each of the products shown in the photos. When were the needles broke and get twisted (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify did the needles fall into the patient? If so, were the needles retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken needles? Was there any additional tissue damage resulting from the search for the needles? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device a device has been received, however clarification is requested whether the product belongs to this complaint. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested: -product code mcp4394; lot# 10317m 1. Please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 photo/video investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open box labeled as mcp4394 with several foils. The video shows the user dispensing the suture from the winding former, but the video is not clear enough to determine the force applied to the suture. The condition of the needle is not visible in the photos or in the video. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the distributor mentioned one incident occurred on (B)(6) 2023 recorded under the reference (B)(4) : we had to use 2 threads because needles that break and twist, they really do not look solid. Furthermore the distributor reported recurring issue : "for 1 month with this product code, they experienced problems with loose needles or broken wires (see video in attachment). We have not had patient feedback yet, but it is happening very frequently, the (B)(4) (for recurrence) are related to the broken wires issue on lot 103cch.